Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI information is unknown.

Event description:
It was reported that during pm the unit was incorrectly alarming over temp. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a broken pole clamp, cracked tank cover, worn enclosure, faded line cord, and outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. The over temp setting was out of calibration confirming the customer complaint. Pcb is 20 years old. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the normal wear consistent with use of the device (20 years old). A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.